Event description:
It was reported that the patient had the device placed because he was holding his urine and had a catheter, which he had to replace every two weeks. The patient indicated that it had been causing recurring uti¿s (urinary tract infections), which started prior to having the device implanted. The patient¿s physician would like to do an ultrasound of the kidney to check what might be causing the infections. The patient was on sepapin, as some medication had caused him to have an irregular heartbeat. It was noted that the medication helped to clear the infection, but it did not last, 7-8 days later it would start up again. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3889-28, lot# va06fgu, implanted: (B)(6) 2013. Product type: lead. (B)(4).